Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure the covering of the tip of the guidewire detached, exposing the tip of the metal corewire. The detached fragment was not attempted to be recovered, and moved into the patient's duodenum. The physician had no concerns regarding the fragment. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as good.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. (B)(4): tip detachment. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the device has been received for analysis, device evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device has revealed that the distal tip pebax had detached, but adhesive was found indicating that the pebax section had been properly attached to the corewire. The outer diameter of the guidewire was measured and found to be within specification. The corewire was found to have fractured. Analysis of the fracture determined that the damage was due to a mechanical cut followed by a torsion overload, which is evidence force was applied to the wire. It is possible that unstated procedure and clinical factors may have contributed to the damage including, but not limited to, interaction with other devices, handling of the device and the condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6)2012. According to the complainant, during the procedure, the covering of the tip of the guidewire detached, exposing the tip of the metal corewire. The detached fragment was not attempted to be recovered, and moved into the patient's duodenum. The physician had no concerns regarding the fragment. The procedure was completed with another jagwire with no patient complications. The patient's condition had been described as good.